Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an umbilical hernia repair procedure on an unknown date; and a barbed suture was used. During the procedure, 2/3 of the needle completely broke in half while closing. Surgeon was able to remove needle from patient. Procedure was completed successfully. Fragments were generated and easily removed without additional intervention. There were no adverse patient consequences reported. No additional information was provided.